Event description:
It was reported that a patient experienced hives and post-op reaction approximately one month following a shoulder procedure during which bio-absorbable implants were used. The patient is being treated by a dermatologist who requested a device sample for allergy testing. No further patient or event information was provided at the time this event was reported.

Event description:
The user stated an ER doctor complained about troponin t results for patient plasma samples in bd 13 x 100 heparin plasma tubes. The samples were initially tested on e411 serial number (B)(4) on (B)(6) 2010, and the results were reported. The samples were then repeated on (B)(6) 2010, on different cobas analyzers. Cobas 1 serial number (B)(4), cobas 2 serial number (B)(4), and cobas 3 serial number (B)(4). Data for nine patient samples was provided. One sample was found to have discrepant results. The initial result for the discrepant sample from the e411 was 0.028 ng/ml which was reported as 0.03 ng/ml. The result from cobas 1 was 0.016 ng/ml, the result from cobas 2 was 0.020 ng/ml,and the result from cobas 3 was 0.026 ng/ml. The patients were not admitted to a medical facility or treated due to the erroneous results as the physician questioned the results. The user refused a service visit as they did not think there was an issue with the results from the cobas analyzer.

Manufacturer narrative:
A specific root cause was not identified. Based upon the information provided, the event might have been caused by a misadjusted high voltage which was corrected by the field service representative. In addition, it was determined there may also have been insufficient pre-analytical sample handling by the operator. The operator was using a short centrifugation time and a high g force.